Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no magnet rate, could not be interrogated and could not establish telemetry. The patient recently had an invasive procedure performed for a routine replacement of his automatic implantable cardioverter defibrillator (aicd).